Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve the device and additional information are in process. Without additional information or return of the device the cause of the event cannot be determined and clinical observation cannot be confirmed. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a 23mm aortic pericardial valve was explanted after an implant duration of three months, five days, due to unknown reasons. The explanted device was replaced with a model 25mm aortic pericardial valve. No additional information was provided.

Manufacturer narrative:
Additional manufacturer narrative: based on the information received, this event is not a manufacturing related issue.

Event description:
Through further investigation it was learned that the 23mm surgical valve was explanted due to paravalvular leak. The device itself was fine. The patient had an uncomplicated recovery and the new implanted valve is working fine.